Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0325359. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-11-20. Medical device lot #: 0323165. Medical device expiration date: 2023-11-30. Device manufacture date: 2020-11-18. Investigation summary: it was reported the syringes come to a complete stop or become difficult to flush. To aid in the investigation, forty-nine samples were received for evaluation by our quality team. Each sample came in a sealed packaging flow wrap. A visual inspection was performed and no defects or imperfections were observed. Each sample was then tested for sustaining force and all results were within specification. A device history record review was completed for provided material number 306546, lot number 0352359. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. A device history record review was completed for provided material number 306546, lot number 0323165. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. It could be possible that the customer noticed more force than normal was required to expel the solution for samples that are towards the higher end of specification. Based on the investigation with the returned sample analysis the symptom reported by the customer could not be confirmed. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 1 bd posiflush¿ normal saline syringe from lot 0325359, and 1 syringe from lot 0323165 had difficult plunger movement during use. The following information was provided by the initial reporter: "they come to a complete stop or become difficult to flush around the 3-5 ml mark."